Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited undersensing, high impedances, and noise oversensing. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).